Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had no button response due to corroded keypad traces. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed button error and was unable to clear the alarm. Customer was not pressing the button for three minutes or longer. Customer had to discontinue use of the device. Customer's blood glucose was not provided. No further information reported.